Event description:
(B)(6) was attempting to cross a heavily calcified cto lesion in the mid rca with a gladius mongo 190cm wire. He knuckled the mongo wire to help cross and was rotating and manipulating the wire when the tip became entrapped in the lesion. Wire body was removed and replaced with a different wire (type/brand unknown). Wire tip broke off after prolapsing and aggressive manipulations in heavy calcific lesion.